Event description:
There is no indication that the product caused or contributed to an adverse event. However, this complaint is being reported because black marks was not resolved with troubleshooting.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report; 510(k)# is k082590.

Event description:
The user facility reported to terumo cardiovascular that during cardiopulmonary bypass surgery, the shunt sensor displayed the error message, "arterial ph light intensity error." The perfusionist cleaned the surface of the sensor and saw tiny bubbles inside the device. There were three occurrences noted, but no reports were made on the other two occurrences. The product was not changed out. There was no delay to the surgery, and the surgery was completed successfully. There was no pt injury.

Manufacturer narrative:
The lay user/patient's product(s) has been returned and evaluated by lifescan product analysis with the following findings: the meter involved in this case failed testing. The meter was found to have cracked/broken display. If any additional information is available, the FDA will be notified in a second follow up report. At this time, we consider this matter closed.